Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the lead did not appear right when it was opened. It was reported that it would not steer and it looked too wavy and would not straighten out. It was reported that it was not the stylet, but the actual lead. It was reported that there was no patient injury and that the patient was doing fine. No symptoms were reported and the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by a representative on (B)(6) 2017 that was confirmed with the patient. It was noted that the lead was used by the hcp on the patient and that all leads for this account were returned and replaced. Further followup will be sent to clarify this report. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, serial# unknown, product type: accessory. A supplemental report will be sent when analysis results are available. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned on 2017-07-13.

Manufacturer narrative:
Analysis found no anomalies on the lead. The stylet had a bent wire but this was not considered to be a significant non-conformance. The conclusion code and result code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomalies on the lead. The stylet had a bent wire but this was not considered to be a significant non-conformance. Information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, serial# unknown; product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. Patient identification information provided.